Event description:
It was reported that a minimum fill notification occurred while the customer was attempting to reload the cartridge with 80 units or more of insulin. There was no adverse impact to the customer's blood glucose level. Customer reloaded the cartridge successfully resolving the issue and resumed insulin delivery.